Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The customer had a high blood glucose of 300 mg/dl and treated with manual injection. The blood glucose reading was up to 368 mg/dl by the time of the call and had been as high as 584 mg/dl. The drive support cap appeared normal and recessed. The customer did find small air bubbles in the tubing and was assisted in priming them out. No insulin exited. The customer used a manual push and pushed all of the insulin out. No leaks were observed. The insulin was clear but the insertion site did feel sore and possibly had scar tissue. The customer declined to check settings. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction.